Manufacturer narrative:
The patient's weight was not reported to the manufacturer. The date of the event is estimated. The approximate age of the device is 4 years and 3 months. A correlation between the device and the reported infection could not be conclusively determined. The explanted pump was not returned to the manufacturer for evaluation. The patient remains ongoing with the replacement pump. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. The instructions for use lists infection as a potential adverse event associated with use of the device. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 4 years and 3 months post-implant, it was reported that the patient developed signs of an infection. A wound smear culture under antibiotic treatment tested positive for achromobacter xylosoxidans. The hospital team suspected a pump pocket infection; therefore, on (B)(6) 2015 the pump and the outflow graft were exchanged.